Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported that while using the avea ventilator, it was ventilating okay but it was alarming circuit occlusion. After inspecting the transducers, the inspiratory pressure was showing an incorrect a/d count. There was no patient involvement associated with this event.

Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.